Event description:
It was reported that both the atrial and ventricular leads had noise due to subclavian crush. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 implantable pacing lead 2010 (B)(6); c4tr01 implantable pulse generator 2012 (B)(6); 4396 implantable pacing lead 2012 (B)(6). (B)(4).